Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery alarm noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer¿s current blood glucose level was 400 mg/dl and 383 mg/dl at the time of incident. Customer was treated with manual injection. Customer also reported that the insulin pump received no delivery alarm. Troubleshooting was declined for hyperglycemia and no delivery alarm. The insulin pump will be returned for analysis.